Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: heart failure, rhythm disorders and possible stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that approximately one year following implantation of two stents, the patient experienced heart failure symptoms and rhythm disorders. A diagnostic coronary angiography was performed followed by percutaneous coronary intervention to treat the target vessel which had a total of two lesions. No additional event or patient information is available.

Manufacturer narrative:
Heart failure - the second xience v rx 3.0 x 12 mm (part# 1009529-12/lot# unk) is being filed under the same manufacturer number.